Event description:
Antibiotic was infusing and the channel alarmed continuously and kept giving a channel error message. The staff was unsure which channel had the error. We have had 3 pumps that have exhibited the same message.